Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient presented with an incisional wound opening at the incision site at their last post-op appointment. There were no signs of infection and the device was not exposed, it was covered with a layer of membrane. The health care provider (hcp) decided to close the incision in the office after using betadine because the device was not exposed. According to the hcp the wound opening issue had been resolved. The manufacturer representative was unaware of the patient's current status after the event.